Manufacturer narrative:
Product event summary #patient demographics: initials- n p, gender- male ,weight (B)(6) pre-op diagnosis: pseudarthrosis, stentosis procedure: posterior spinal fusion (psf)/posterior lumbar interbody fusion (plif) levels implanted : l5-s1 implant date: (B)(6) 2014 explant date: (B)(6) 2020 device status: explanted-partial it was reported that on (B)(6) 2020, intra-op, while removing pedicle screw only half of the screw shank was intact. Other half, tip of screw was still located in s1 vertebral body. There were no patient complication occur as a result of this event. 510(k) k091974. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials- n p, gender- male,weight (B)(6) pre-op diagnosis: pseudarthrosis, stentosis procedure: posterior spinal fusion (psf)/posterior lumbar interbody fusion (plif) levels implanted : l5-s1 implant date: (B)(6) 2014 explant date: (B)(6) 2020 device status: explanted-partial it was reported that on (B)(6) 2020, intra-op, while removing pedicle screw only half of the screw shank was intact. Other half, tip of screw was still located in s1 vertebral body. There were no patient complication occur as a result of this event.